Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.

Event description:
It was reported during in clinic follow up that the insertable cardiac monitor (icm) had exhibited potential loss of sensing. The device will continue to be monitored. The patient was stable and asymptomatic.